Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery alarm and failed battery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had failed battery test and also was exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports fluid in the battery compartment. Customer was assisted with troubleshooting. Customer state that failed battery alarm recur with each new battery inserted. The insulin pump will be returned for analysis.